Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided, but referred to as a celect. Lot# unknown as information was not provided. Expiration date unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k073374, k061815, k090140, k112119, k121057 or k121629. Summary of investigational findings: since no device or imaging studies have been made available and only very limited hospital or medical records have been made available the exact root cause for what caused the alleged fractured filter which migrated into patients duodenum and pierced an artery filter are unknown. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. Under normal conditions, i.e. Ivc < 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. Manipulation in the area of the filter implant or a blood clot captured inside the filter may cause migration or contribute to changes in the filter configuration and placement. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Lot and rpn are unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to complainant: it is alleged that: [pt] was implanted with a ivc filter products on (B)(6) 2013, specifically a cook celect vena cava filter to treat a blood clot in her leg while waiting for surgery. The filter was scheduled to be removed on (B)(6) 2013, but the doctors determined it was too risky to proceed on that day. A pet scan on (B)(6) 2013 indicated the filter had broken, migrated into [pt's] duodenum, and pierced her artery. [Pt] remained in the hospital for 3 days and required a further 2 weeks of recuperation at home. It was determined that [pt's] filter would need to remain in place and she would require lifelong anticoagulation therapy. Patient outcome: it is alleged that: the physical and mental trauma [pt] has suffered due to having been implanted with the ivc filter product contributed to [pt] suffering from severe depression, a condition she continues to live with. To deal with the depression, [pt] sees a psychologist on an almost weekly basis.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to complainant: it is alleged that: [pt] was implanted with a ivc filter products on (B)(6) 2013, specifically a cook celect vena cava filter to treat a blood clot in her leg while waiting for surgery. The filter was scheduled to be removed on (B)(6) 2013, but the doctors determined it was too risky to proceed on that day. A pet scan on october 24, 2013 indicated the filter had broken, migrated into [pt's] duodenum, and pierced her artery. [Pt) remained in the hospital for 3 days and required a further 2 weeks of recuperation at home. It was determined that [pt's] filter would need to remain in place and she would require lifelong anticoagulation therapy. Patient outcome: it is alleged that: the physical and mental trauma [pt] has suffered due to having been implanted with the ivc filter product contributed to [pt] suffering from severe depression, a condition she continues to live with. To deal with the depression, [pt] sees a psychologist on an almost weekly basis.

Manufacturer narrative:
Manufacturer ref# (B)(4). E3) attorney. Blank fields on this form indicate the information is unknown or unavailable. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation submitted (B)(6) 2016 is still valid. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.